Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. For this reason, terumo references eval codes. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that the shunt sensor potassium value declined after three days of use. The product was changed out and the potassium value declined again. There was a very slight amount of blood loss. The surgery was completed successfully.